Event description:
It was reported that an 80-year-old male patient (dob (B)(6) 1941) underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a heart block requiring surgical intervention. It was reported that when ablating the cavotricuspid isthmus in the right atrium, the typical flutter arrhythmia terminated. The patient's intrinsic rhythm was then noted to be third-degree heart block. The physician was implanting a permanent pacemaker and the patient was stable at the time of the call. This event was discovered during use of biosense webster inc. (Bwi) products. The physician believed that the cause of this adverse event is that it was patient condition related. The patient has an underlying conduction system disease. The patient required a permanent pacer placement. A transseptal puncture was not performed. There was no evidence of a steam pop. The event occurred during the ablation phase. An irrigated catheter was used in the event and the flow setting was 8/15 ml per ift. No error messages were observed on the biosense webster equipment during the procedure. The patient was hemodynamically stable at the time of the call. It was initially reported that the patient was admitted. However, additional information was received and to the best of the bwi representative¿s knowledge, the patient did not need additional hospital time. Graph, dashboard, vector, visitag force visualization features were used. The visitag module was used, the parameters for stability used were 5mm, 3 sec, 25% @ 3g. Max wattage used was 50, total lesions was 23; total ablation time was estimated at 350 secs; total fluid was estimated to be less than 500ml. No other bwi products were used. The ablation catheter will be returned for analysis.

Manufacturer narrative:
The product was returned to biosense webster inc. (Bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. A screening test was performed, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit on the tip area. The temperature and electrical were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30653831l number, and no internal actions related to the complaint were found during the review. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosensor webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).